Manufacturer narrative:
This report is submitted on november 04, 2022.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. The device was explanted (B)(6), 2022, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on december 9, 2022.